Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during clinic visit the patient complained of multiple switching events regardless of this battery regardless of what power port of the controller it was attached to. The patient also reported that the controller would no recognize the battery and that a low priority alarm would sound when connected. Log files were sent. The battery was exchanged with no consequence to the patient. No further information was provided.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. No failure was detected. (B)(4) (reported in a separate complaint, (B)(4)- MFR-3007042319-2016-04036 ) provided the logs used in this investigation. This controller did not have the smr upgrade installed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.